Manufacturer narrative:
No parts were returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was an issue with the 3d scan. It was unable to finish the scan. The system was rebooted and the issue was resolved. The next scan was performed normally. The event occurred during the education session for hospital physicians and stuff on spine model.